Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, infection (early onset).

Event description:
Patient reported infection, seroma, "sores", auto immune, suture retention, septic, inflammatory breast cancer stage IV, concern with breast implant due to was textured and was recalled. Device information was found to be non-textured and no recall for the device. Events of auto immune and inflammatory breast cancer stage IV are not device related. This record is for the left side. Device has been explanted.